Event description:
It was reported that an ilet insulin pump displayed multiple alerts including a motor stall, insulin occlusion, high glucose, and dosing stopped, after which the device entered a restart loop during tubing fill attempts and could not complete troubleshooting; the user¿s fingerstick blood glucose was 500 mg/dl and remained elevated at 401 mg/dl one hour after a subcutaneous insulin injection, and the user transitioned to backup therapy with insulin injections and fingerstick. Investigation of this case revealed a failure to deliver insulin associated with a motor stall and occlusion condition, with the pump unable to resume normal operation. The user's reported symptoms included hyperglycemia and thirst. Outcomes included interruption of insulin delivery and the need to use backup insulin therapy. Investigation included customer service troubleshooting and arrangements for device replacement. It was concluded that, based on previously established findings for similar reports, the device experienced a delivery failure consistent with motor stall and occlusion, leading to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.